Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert leading to the pump battery depleting rapidly and shutting down. The customer's blood glucose level ranged from 172-177 (mg/dl). Reportedly, the pump successfully began charging after the customer plugged the pump back into the power source.